Manufacturer narrative:
Concomitant medical products: product ID 8709sc; serial# (B)(4); implanted: (B)(6) 2011; product type catheter; other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving compounded baclofen (2,000 mcg/ml, 600 mcg/day) for non-malignant pain, intractable spasticity and cva (stroke) das system. It was reported the patient experienced increased spasticity on an unknown date. The patient had catheter dye study performed on 20 (B)(6) 2019 and they were able to aspirate, however, unable to push dye. The patient was brought into the operating room (or) to revise the spinal segment of the catheter on (B)(6) 2019. The cause of the catheter issue was unknown.